Event description:
It was reported that the device would not go into maintenance mode. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of device will not go into maintenance mode from tamper switch. Was confirmed. On 20-feb-25, pcu was received unboxed and with paperwork. Tamper switch failure confirmed. Tamper switch connector j4 loose wire. Unable to isolate where the loose wire on j4 issue originated. Wire reattached and button works. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.